Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up. Device interrogation showed the pacemaker's battery reached the elective replacement indicator early due to premature battery depletion. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid circuitry. The cause of the premature battery depletion was due to excess current on the hybrid.